Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that after a preventive maintenance visit sodium (na) test results were falsely high. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse performed a power flush of the integrated multisensor technology (imt) module, ran an advanced clean, installed a new imt sensor, ran a dil check procedure and quality control materials with acceptable results. The cause of the discordant falsely high sodium (na) test results is unknown. The system is performing according to specifications. No further evaluation of this device is required

Event description:
Two discordant, falsely high sodium (na) patient sample test results were obtained on a dimension vista 500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 500 instrument and corrected reports were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely high sodium test results.